Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gn8u, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported losing a lot of weight and then the implantable neurostimulator (ins) site became very uncomfortable, so a pocket revision was performed. The gradual discomfort began in (B)(6) 2015 and the revision was performed about 2 months prior to the report. No further action was taken. Outcome remains unknown. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.